Manufacturer narrative:
Patient selection was inappropriate. Patient with cp and motor difficulties + implantation area deformed/scarred due to previous surgeries (bilaterally) no signs of infection or harm caused by the implant itself.

Event description:
Pre-explant leg evaluation - mild edema distal to the implantation location. Scar looks clean. No erythema or pain upon palpation, scarring tissue is evident from previous surgeries on the leg. Explantation summary: implant found at 4mm depth - capsule incised sharply and sutures removed. Clear fluid was noticed in the capsule and sampled for c&s (waiting for results) conclusion (agreed with hcp): patient selection was inappropriate. Patient with cp and motor difficulties + implantation area deformed/scarred due to previous surgeries (bilaterally) no signs of infection or harm caused by the implant itself.